Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 19075994/19075994

Event description:
It was reported that the patient was frequently charging ipg. It was noted that one of the leads had high impedances. The patient underwent an ipg and lead explant procedure. The explanted devices will not be returned, as they were discarded by the medical facility.